Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported further information could not be made available due to restrictions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away two days after the implant of an implantable pulse generator (ipg) system. Additional information related to the cause of death was requested and not yet received.